Event description:
It was reported that during a retrospective review of device data it was identified that this implantable pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. No other information was provided. Additional information provided radio frequency telemetry was subsequently disabled due to a low battery voltage measurement. Technical services (ts) recommended this pacemaker be replaced. The physician chose to turn this pacemaker off and implant a non-boston scientific leadless pacemaker. This device did not operate as intended and the physician requested the boston scientific pacemaker be turned back on. The physician turned this device on and advised the plan is to allow the battery to completely deplete or reevaluate if this device reverts to safety mode. This pacemaker remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a retrospective review of device data it was identified that this implantable pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. No other information was provided. No adverse patient effects were reported.